Manufacturer narrative:
Plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The heater test failed. Thermistors did not activate due to a short on heater tray cable. The heater tray was replaced for further testing. The heater test passed. The system air leak and valve actuation tests were performed and passed. Pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems. There were no visual discrepancies encountered during the internal inspection. There were not discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short from the heater tray cable. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support that the heater tray on the liberty select cycler was not warm and the supply bags were room temperature. The patient was not connected for treatment at the time of the reported event. An m67 fluid temperature out of range alarm was received three times during step 5 of setup. The patient contact stated the room temperature is the same as it is everyday. The cycler was not located near a cooling/heating source. Solution bags were stored away from the cycler within the same room. Nothing came into contact with the heater tray. The cycler was rebooted but the issue reoccurred. Fresenius advised to discontinue use of this cycler. A replacement cycler was issued. An alternate form of treatment was reported to be unavailable. Additional information was requested however a response was not received. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of thermal decomposition was identified.